Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was unable to capture. It was originally suspected that the lead was not fully in the header of the device and was placed back in the header. Later, it was determined that the rv lead had an intermittent fracture. The rate sensing portion of the lead was replaced. No patient complications have been reported as a result of this event.